Event description:
The dr had difficulty with the sheath insertion after using the 10 fr dilator. He felt that the taper of the sheath should be improved. The sheath was not returned to datascope for evaluation. The sheath was discarded by the facility. (Event complications: unk - reported 10/10/97.) (Pt's current status: unk - rpt'd 10/10/97.)